Event description:
A chest tube was inserted by physician at 0630. The staff noted that there was no suction. In assessing the unit, it was noted that the inner tube in the suction cylinder was floating in the chamber. The unit was changed out with a new one and there was no harm to the pt.